Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7021 competitor implantable tachy lead, (B)(6) 2009. (B)(4). Lead remains in use.

Event description:
It was reported that a carealert was triggered due to low atrial impedance. The p-wave measurement also decreased, and no atrial sensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.